Event description:
A mva pt had a cervical spine injury, degloved face, hip fracture, mandible fracture and some rib fractures. Due to the neck injury, unable to hyperextend the neck. Pt had a fat neck. Incision was in a normal suprasternal area. Used a bronchoscope and everyting looked ok with wire guide down by carina. First dilator passed and some bleeding was noted. Then blue rhino and 6fr. Trach tube with medium dilator was passed. The bronchoscope was then passed into the trach and they were in the esophagus, reventilation by the et tube and procedure was repeated with same outcome. Area was then drained and a surgical trach with long trach tube and balloon below fistula was placed.